Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 436 mg/dl, 425 mg/dl and 373 mg/dl. The customer was treated with intravenous insulin. The customer had diagnosed with severe hyperglycemia. The insulin pump will not be returned for analysis.